Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with following diagnosis: l4-5 and l5-s1 degenerative hnp with radiculopathy; l3-4, l4-5, and l5-s1 lateral recess and neuroforaminal stenosis with radiculopathy; status post l5-s1 laminectomy and discectomy; l5-s1 postlaminectomy instability; recurrent l5-s1 hnp with radiculopathy; l4-5 and l5-s1 segmental instability. Per op notes, the posterior elements were identified at l3-4, l4-5, and l5-s1 and subperiosteally elevated with cobb elevators. A kerrison rongeur was inserted beneath the l4 level. This being confirmed, the levels were assessed for instability at the l4-5 and l5-s1 levels with towel clips. There was marked motion to the l5-s1 level and l4-5 level. The l3-4 level appeared quite stable. These had facet subluxations and synovial cyst as well as subluxation to the facet joints. The interspinous ligaments were attenuated. At this point, the spinous processes of l5 and l4, partial of l3 and s1 were removed with the "leksell rongeur". A midline laminectomy of l5, l4, and partial of l3 and s1 was accomplished with 3-mm and 4-mm kerrison rongeurs. The lateral recesses were neurolyzed from the previous incisional and epidural scarring to the l5 and s1 level. Medial facetectomies through the l3-4, l4-5 and l5 -s1 levels were accomplished flush to the medial wall of the pedicles with the exiting l4, l5 and s1 roots decompressed far laterally. There was severe root compression of the l5, l4 and s1 roots. They were edematous and erythematous with some flattening. This was causing the patient's radicular pain bilaterally with standing and walking. This was necessary to relieve the patient's lower extremity pain and was well-decompressed with foraminotomy rongeur in a far lateral direction. The l4, l5, and s1 roots all being well-decompressed, a 3-mm nerve root probe was then able to be passed out through the neural foramen. The transverse process of l4-5 and l5-s1 were exposed and denuded of soft tissue. At this point, the protruding disc at the l5-s1 level with bogginess and subligamentous herniation was incised bilaterally at the l5-s1 level. A 10 x 23mm laguna cage was selected. These were packed with bmp impregnated sponges bilaterally and placed in a posterior transverse fashion and interbody fusion at the l5-s1 level. These were impacted and countersunk 3 to 4 mm with good filling of the l5-s1 space. Similarly, at the l4-5 level, there was also subligamentous disc herniation with root compression ventrally. Laguna cages 12 x 26 mm was packed with bmp sponge and placed posteriorly and anteriorly and countersunk 3 to 4 mm. These had good filling of the interbody space at l4-5. At this point, the transverse processes being exposed, the pedicles of l4, l5, and s1 were bluntly probed with "steffee pedicle probe", tapped to 6 mm and palpated internally and externally with no evidence of any cutout. The autograft morselized was mixed with 5 cc of graft and placed in the posterolateral fusion mass at the l4-5 and l5-s1 level bilaterally. This was impacted firmly with bone tamp. Copious bone graft was placed 14 to sacrum. At this point, 35 x 7-mm laguna screws were placed to the l4, l5, and s1 levels. They had excellent firm purchase. 60-mrn rod placed and locked in place with set screws. A lateral intraoperative x-ray was obtained which revealed excellent alignment and interbody cages at the l4-5 and l5-s1 levels. This being accomplished, the set screws were maximally torqued tightly. The patient with set screws in place, a lateral intraoperative x-ray was obtained which revealed excellent position and alignment of interbody cages at l4-5 and l5-s1 as well as screws at l4, l5 and s1 levels. They were in excellent position and alignment. The set screws were maximally torqued tightly at this point. The patient with 3-mm nerve root prove able to be easily passed out the l4, ls and s1 levels. They were free and patent and well-decompressed. No evidence of any csf leak. On (B)(6) 2014, the patient presented with following pre-op diagnosis: bilateral l3-4 stenosis with radiculopathy; bilateral l3-4 lateral recess and neuroforaminal stenosis with radiculopathy; l3-4 hnp with radiculopathy; status post l4 to sacrum fusion. Per medical records, bilateral soft tissue was removed from the l3-4 "hemilamina". Then an inferior l3 and a superior l4 "hemilaminectomy was performed bilaterally with 3-mm and 4-mm kerrison rongeurs. Ligamentum flavum" was encountered centrally and removed laterally to the pedicles. Facetectomy at the l3-4 level accomplished bilaterally with foraminotomy of the l4 roots. There was severe recess stenosis due to facet hypertrophy and "ligamentum flavum infolding" causing root compression. "Subarticularly", this was advanced to the l2-3 facets medially and laterally bilaterally. These were then decompressed and "facetectomies" completed and "foraminotomy" to the l3 roots bilaterally. The l3 roots had moderate "erythema" and edema. The l4 roots had moderate to severe erythema and edema with some mild flattening and attenuation due to severe recess stenosis. The nerve roots were freely mobile. The disc space was explored with some moderate circumferential protrusion and calcification. No extruded disc or discectomy performed. The nerve roots free and mobile, the nerve root probes were able to be freely passed out the l3 and l4 root bilaterally. At this point, the nerve roots being well-decompressed, the wound was copiously antibiotic irrigated, then "depomedrol-impregnated gelfoam" placed bilaterally over the l3 and l4 roots, gelfoam overlying the "hemilaminectomy" defects. The mitr tubes were removed.